Event description:
A malfunction was reported on the pump, with no notable events occurring before the issue. There was no adverse impact on the customer¿s blood glucose level. The customer planned to use multiple daily injections (mdi) as backup therapy. Tandem technical support arranged for a replacement pump to be sent.